Manufacturer narrative:
Correction this medwatch will be retracted, as there is no product problem or deficiency caused or contributed to an adverse event/incident for the patient on this device, dsf2233/unk lot number. There¿s no indication this sheath was involved in the cerebral infarct.

Manufacturer narrative:
B20 the device was discarded at the treating facility and was therefore not available for analysis. C20 a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath with 1 debranch bypass. After the gore® tag® conformable thoracic stent graft with active control system was deployed, a final angiography revealed a proximal type I endoleak slightly at the lesser curvature side. Additional touch-up ballooning was performed twice using a non-gore balloon catheter with a rapid pacing. When the touch-up ballooning was performed to where the first row of the stent of the gore® tag® conformable thoracic stent graft with active control system, the blood pressure dropped due to the ascending aorta was ruptured. The procedure was changed to the open conversion with cardiac massage. The ascending aorta was replaced to a graft. The right coronary bypass was created. Reportedly, it seemed that the aorta was ruptured where the balloon was touched to the native vessel because the ascending aorta was torn in a longitudinal direction from the way of the ascending aorta to proximally, not from the edge of the first stent row of the gore® tag® conformable thoracic stent graft with active control system. The flow to the cerebral might have been blocked about 10 minutes until the bleeding was stopped after the aorta was ruptured, therefore it is possible some failure will remain in the future. During the open surgery, something like a banding was performed to the proximal of the gore® tag® conformable thoracic stent graft with active control system to stop the leak. The patient was diagnosed a mild cerebral infarction after the procedure. Actually, exact onset date of the cerebral infraction was not able to be confirmed, but it was high possibility observed immediately after the procedure. There was no hypoxic ischemic encephalopathy, so the patient is undergoing a rehabilitation. The physician stated that the gore® tag® conformable thoracic stent graft with active control system was implanted in the appropriate position but the ballooning was performed excessively because worried about the proximal type I endoleak. Code 5400-c was used to capture open conversion with cardiac massage, ascending aorta replacement, and right coronary bypass.